Manufacturer narrative:
(B)(4) date sent: 3/5/2026 d4: batch #unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished ech45c, with lot/batch number m9ca9k, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition; therefore, it has been determined that no corrective and preventive action is required at this time. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robot-assisted right middle lobectomy, the doctor determined that there was uncut tissue when using the ech45c, so a new main body was used. The gst45w was used with the new main body at the 3rd firing, and a vibration occurred (locked-out) immediately after grasping the firing trigger. Only the cartridge was replaced, and they were used as usual. The cartridge color was white. There were no adverse consequences to the patient. No additional information was provided.